Manufacturer narrative:
Conclusion statement: the reported event of lead fracture was confirmed. As received, the octrode lead had all its internal wires broken. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient's lead had fractured. Surgical intervention was undertaken and the lead was explanted and replaced.